Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 217 mg/dl and 99 mg/dl, 375 mg/dl and 122 mg/dl, 212 mg/dl and 89 mg/dl. Sets of readings were taken on different days. With the second and third sets of readings, customer felt hypoglycemic and ate two cookies. Customer felt better within 30 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.